Event description:
Caller reported a pixel issue on the pump display that affected their ability to interact with and read the screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.